Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after successful placement of this right atrial (ra) lead and closing of the first layer of the device pocket, the patient experienced a sudden drop in blood pressure and low amplitude measurements/poor morphology was observed. A lead perforation and tamponade was observed. A pericardiocentesis was performed and restored stable blood pressures. The ra lead was then successfully repositioned. The patient's vitals were observed to remain stable. No additional adverse patient effects were reported. This product remains implanted and in service.